Event description:
Patient was revised because of inability to achieve full extension. Tibial tray was oversized.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. Although the exact root cause could not be determined, info provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.